Event description:
C4-c7 anterior cervical discectomy and fusion. An implantable screw broke in half during placement at left c5 level. Attempts to remove it but unable. Medtronic screw 3.5mmx17mm. #7713517. FDA safety report ID# (B)(4).